Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 1.5x10 non-bsc balloon catheter. Following predilation, a 2.0x13mm non-bsc balloon catheter was advanced to perform additional dilation; however, the non-bsc balloon catheter failed to cross the lesion. Another 2.5x10mm non-bsc balloon catheter was advanced for dilation and subsequently, observed the lesion by intravascular ultrasound (ivus). A 2.50 x 12 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The same 2.5x10mm non-bsc balloon catheter was placed between the mid and distal rca and attempted to re-advanced the same 2.50 x 12 synergy¿ stent but still, the stent could not be advanced inside the guide catheter. The physician removed the stent and checked it outside patient. The stent was still mounted on the stent delivery balloon catheter without abnormality. The tip of the synergy¿ stent looked like a little lifted up but still, the physician attempted to re-advanced the synergy¿ stent one more time. However, the stent still failed to advanced inside the guide catheter. The stent was withdrawn and outside patient, the stent was noted almost half detached and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. When the device was initially received on site for decontamination, an initial inspection found that the stent appeared to be partially deployed on the balloon. However, during the handling and movement of the device through the decontamination process the stent obviously had detached from the balloon and could not be located. It is most likely that the stent detached as a result of its condition when initially received. Analysis of the stent cannot be completed. The crimped stent had detached from balloon after it had been received for the decontamination process. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were slightly relaxed at the proximal cone however for the rest of the balloon they were evenly folded and not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 1.5x10 non-bsc balloon catheter. Following predilation, a 2.0x13mm non-bsc balloon catheter was advanced to perform additional dilation; however, the non-bsc balloon catheter failed to cross the lesion. Another 2.5x10mm non-bsc balloon catheter was advanced for dilation and subsequently, observed the lesion by intravascular ultrasound (ivus). A 2.50 x 12 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The same 2.5x10mm non-bsc balloon catheter was placed between the mid and distal rca and attempted to re-advanced the same 2.50 x 12 synergy¿ stent but still, the stent could not be advanced inside the guide catheter. The physician removed the stent and checked it outside patient. The stent was still mounted on the stent delivery balloon catheter without abnormality. The tip of the synergy¿ stent looked like a little lifted up but still, the physician attempted to re-advanced the synergy¿ stent one more time. However, the stent still failed to advanced inside the guide catheter. The stent was withdrawn and outside patient, the stent was noted almost half detached and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.